Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after 2 days of indwelling, the foley catheter was removed spontaneously while the patient was walking. After removal, it was confirmed that even if sterile distilled water was added, only half of the swelling occurred in the balloon. Per follow up information received via ibc on 14jul2022, it was stated that no visible damage was observed in the returned sample. It was unable to confirm the cause for the spontaneous removal of the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. As the reported event is unconfirmed, labeling review is required. The actual/suspected device was inspected.

Event description:
It was reported that after 2 days of indwelling, the foley catheter was removed spontaneously while the patient was walking. After removal, it was confirmed that even if sterile distilled water was added, only half of the swelling occurred in the balloon. Per follow up information received via ibc on 14jul2022, it was stated that no visible damage was observed in the returned sample. It was unable to confirm the cause for the spontaneous removal of the catheter.